Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137041.

Event description:
It was reported the patient experienced pain at the ipg site and ineffective stimulation along with the inoperable ipg. As a result, surgical intervention was undertaken wherein the system was explanted. No new product was implanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Attempts to receive complete patient information were made.